Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing of the bd connecta ¿ extension tube had a crack directly below the connector. It is unclear from the complaint when the event occurred. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
No samples displaying the condition reported are available for examination. We were unable to fully investigate this occurrence. Review of DHR could not be performed due that there is no lot number known. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. No samples were received from customer complaint, we could not confirm the issue stated by the customer.